Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that the patient presented with a posterior wall, floppy, and large atrial septal defect. The left atrium was small making deployment difficult. The asd dimensions were 24mm x 32mm measured via sizing balloon. The 32mm asd occluder was attempted be implanted, but attempts were difficult due to anatomy. Using the right-upper pulmonary vein technique, the device was implanted but it deformed into an a-shape flared towards the aorta. Then, the device was removed and replaced with 30mm occluder. However, the occluder also deformed (cobra head). Therefore, the device was removed and replaced with a new 30mm occluder. The procedure was successful. Based on the available information, the cause of the reported device deformity appears to be related to procedure conditions and patient conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 32mm amplatzer atrial septal defect (asd) occluder (lot: 8585107) was chosen for implantation utilizing a 12f trevisio delivery system. The patient presented with a posterior wall, floppy, and large atrial septal defect. The left atrium was small making deployment difficult. The asd dimensions were 24mm x 32mm measured via sizing balloon. The 32mm asd occluder was attempted be implanted, but attempts were difficult due to anatomy. Using the right-upper pulmonary vein technique, the device was implanted but it deformed into an a-shape flared towards the aorta. The 32mm asd occluder was removed and replaced with a 30mm asd occluder ( lot: 9007377) because of concern of contact with the aorta. The same delivery system was used. During attempted implantation, the device deformed into a cobra shape. A replacement 30mm asd occluder was then implanted successfully using the same delivery system. There was no interaction with cardiac structures and no kink or bends in the delivery system. There was no patient effects or clinically significant delay. The patient remained hemodynamically stable throughout the procedure.